Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) experienced communication loss at the central nurse's station (cns), and then the screen went black. When powered on, only the alarm lights and power lights were on and nothing was displayed on the screen. There was no physical damage or fluid intrusion reported. The unit was in use on a patient, but not patient harm was reported. The biomedical engineer sent the unit in and the unit was evaluated. The reported problem of black screen not being able to see anything was duplicated and the evaluation also revealed that the touchscreen intermittently malfunctioned. All malfunctioning parts were replaced. The unit was tested per the operator's/service manual and the unit completed extended testing and operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) experienced communication loss at the central nurse's station (cns), and then the screen went black. When powered on, only the alarm lights and power lights were on and nothing was displayed on the screen. There was no physical damage or fluid intrusion reported. The unit was in use on a patient, but no patient harm was reported. The biomedical engineer sent the unit in and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) experienced communication loss at the central nurse's station (cns), and then the screen went black. When powered on, only the alarm lights and power lights were on and nothing was displayed on the screen.